Event description:
Rep reported that in 2001 the pt was implanted with a valve followed by the removal of a brain tumor. The valve was placed to a recurring cyst. The valve was implanted in the neck of the pt's right side. After a recent MRI, the surgeon attempted to reprogram the valve to 110 (pre MRI setting). The surgeon could not verify the valve had changed settings even under fleuro. It did not change to any setting tried. As a result the device was explanted.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.